Manufacturer narrative:
Tadeusz d. Witek, md, arjun pennathur, md , daniel brynien, md, james d. Luketich, md, mark scaife, md, david azar, md, matthew j. Schuchert, md, william e. Gooding, ms, omar awais, do. "Evaluation of electromagnetic navigational bronchoscopic biopsy of lung lesions performed by a thoracic surgical service." Surgery. Https://doi.org/10.1016/j.surg.2022.11.036. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to a literature source of the study, a retrospective review of 110 patients from february 2013 to february 2016 who underwent an electromagnetic navigational bronchoscopy biopsy, performed by a thoracic surgical service, and evaluated its safety and diagnostic accuracy. Post-operatively, pneumothorax occurred in four patients (3.5%), requiring pigtail drainage.